Event description:
The user received questionable prolactin and thyrotropin (tsh) results for approximately 10 patient samples. Data was only provided for three patient samples. Patient sample 1 was measured on another platform and the result was 729 uiu/ml. The sample was tested on the cobas e602 and the result was 30.8 uiu/ml. The sample was then repeated twice on the cobas e602 and the results were 308 uiu/ml and 248 uiu/ml. The user reviewed all results from (B)(6) 2012 and selected a number of samples to repeat. They found a patient sample with a tsh result of 1.42. The sample was repeated and the result was 2.34. No unit of measure was provided. On (B)(6) 2012, the user ran a precision check for all assays and results were good and the problem appeared to have resolved. On (B)(6) 2012, the user decided to run all prolactin and tsh samples in duplicate to confirm that the problem had been resolved. All results agreed except for one sample for prolactin with an initial result of 80 uiu/ml and a repeat result of 200 uiu/ml. The low result was considered to be the incorrect result. No information was provided to determine if any erroneous results were reported outside the laboratory or if any patients were adversely affected. The prolactin reagent lot number was 165059. No expiration date was provided. The reagent lot number and expiration date of the tsh reagent were not provided. The field service representative checked the adjustments, gear head pump pressure, sipper #2 and the tubing to the sipper. No problem was identified and performance testing was performed. On (B)(6) 2012, following the service visit, the user ran prolactin and tsh samples in duplicate. After one day, all duplicate results agreed for both tests. They continued to run prolactin samples in duplicate for another five days and all duplicate results agreed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause for the event could not be determined due to the limited information provided for investigation.